Event description:
Patient received a laceration to the urethra during a case.

Manufacturer narrative:
A full investigation could not be completed as the actual device was not returned to the richard wolf facility as of (B)(4) 2013. Unable to determine root cause of the complaint. Sales representative visited facility and found no issues with device. Facility stated they believed the root cause of injury to be user error. No similar complaints on this specific product, lot or from this customer in the last three years. Labeling was reviewed and found to be adequate. I.e. Intended use, indications and field of use, preparation and cautions. Rwmic considers this matter closed. However, in the event we receive the device or additional information is received, we will provide FDA with follow-up information.